Event description:
Patient presented to the physician with difficulty tolerating stimulation from therapy, dysarthria, dysphagia, and pain. Physician brought the patient into the operating room and explanted the entire inspire system.